Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16: using the pod 5 / page 55: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change (figure 5-24 on the next page). If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient¿s blood glucose (bg) levels reached 375 mg/dl while wearing the pod between 1 and 4 hours in the infusion site. The needle mechanism did not deploy as intended during activation. Patient's mother stated the cannula was very short, half the size that it should be and that the patient did not feel like the needle went in. The patient's mother gave a bolus of 4 units.

Manufacturer narrative:
Soft cannula was in the deployed state when the device was received. The device showed no evidence of damage or manufacturing deficiencies that would cause the needle mechanism not to deploy. The data showed that the first priming sequence ended at 46 pulses and deactivation occurred at 328 pulses. The needle mechanism was reset and fired properly during the investigation. Data download returned an 0x6a alarm, indicating an occlusion had occurred. Investigation found no defects or deficiencies that would contribute to the triggering of this alarm code. The patient reported a shortened cannula. The exposed portion of the soft cannula measured greater than 6mm. Although no abnormalities were observed, a root cause for the reported event could not be determined.